Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues, and a direct correlation between the pump and the patient's outcome could not conclusively be established through this investigation. Furthermore, the report of outflow graft thrombosis could not be confirmed through the evaluation of the returned device, and no photographs were submitted for review. A specific cause for the report of pneumonia also could not be established through this evaluation. The submitted system controller event log file contained data on (B)(6) 2021 from 09:13:38 through 10:37:59. Low flow alarms were observed throughout the duration of the file. The corresponding submitted system controller periodic log file contained data from (B)(6) 2021 at 08:03:53 through (B)(6) 2021 at 11:15:33. No low flow events were observed until (B)(6) 2021 at 08:55:34, when the flow began to quickly decrease to 1 liter per minute (lpm), resulting in low flow alarms. The low flow alarms were observed until the end of the file. The left ventricular assist device (lvad) event log files contained data from (B)(6) 2021 at 20:29:00 through (B)(6) 2021 at 16:21:42. No low flow events were observed until (B)(6) 2021 at 08:08:17, when the flow began to decrease to 0 lpm. The lvad periodic log files showed similar observations. Although a specific cause for the confirmed low flow alarms could not be conclusively determined through this evaluation, the account communicated that the low flow alarms were due to the pump thrombosis. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were cut lengthwise and were returned detached from the pump. The apical cuff was returned secured with the fully engaged cuff lock. The examination of the system¿s blood-contacting surfaces upon disassembly did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists pump thrombosis and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was suspected to have pump thrombosis. The patient was admitted to the intensive care unit (ICU). Log file submitted revealed that the file was normal until (B)(6) 2021 at 8:55:34 when low flow events began occurring. The low flow events continued to occur throughout the remainder of the periodic log. X-rays appeared to have potential compromise (area of shield stenosis). The patient was off anticoagulation before the event and there were no changes to pump parameters. Echocardiogram did not reveal any obvious thrombus in the lv (left ventricular) cavity or inflow cannula, possible fibrinous strands noticed. CT (computed tomography) of the chest on (B)(6) 2021 showed pneumonia in the rll (right lower lobe). The patient was given IV (intravenous) albumin and started ns (normal saline) bolus and there was no improvement in lvad (left ventricular assist device) flow. Ns stopped after 250 ml as she complained of increased cough. The cause of low flow was reported to have been thrombus. The patient expired on (B)(6) 2021 and an autopsy showed thrombus in the outflow graft extending into the outlet portion of the pump. Prior to expiration, the patient received alteplase IV infusion for thrombolytic therapy. No additional information provided.